Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a 70mm thoracic aneurysm. It was reported approximately 5 years post the index procedure an undetermined endoleak was identified within the aneurysm. The int ervention was performed approximately 3.5 months later, at which time a type ib endoleak was confirmed, and the physician suspected a concomitant stent fracture. Additional tevar was performed with full coverage of the valiant navion resolving the endoleak. Per the physician the cause is undetermined. No additional clinical sequelae were reported, and the patient will be monitored.